Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "experienced failed downstream occlusion test - downstream occlusion alarm did not occur when expected" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined the downstream sensor being out of specification. The force sensor and tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump downstream occlusion alarm did not occur when expected during testing . There was no patient involvement. No additional information is available.